Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient underwent a second procedure in 2010 because of extruded mesh. The patient continued to have leakage, and frequency and urgency got worse. The patient also has discomfort and pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01531. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).